Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found in specification in relation to the reported symptom which was not reproduced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Sys error 322 was confirmed through the event history log. Evaluation was unable to determine the cause. The device was tested for 24 hours and no malfunction could be identified. The upper and lower auxiliary are known contributors to this symptom. The upper and lower auxiliary assemblies were replaced.